Manufacturer narrative:
(B)(4) .

Event description:
It was reported that after a right hip arthroplasty was performed on (B)(6) 2009 for primary hip arthritis, the patient exhibited several adverse events including bursitis and poor muscle build-up. Also, as reported, length discrepancy postop onwards was 15mm. On (B)(6) 2012 (at 3 year follow up) a femur fracture was noted. Stem and shell were noted as osseointegrated on radiological evaluation and no radiolucency was noted. It is unknown if/how the adverse event was treated, and no revision surgery was noted. No further information was provided regarding this case.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H11. The information received by the manufacturer has been re-evaluated for MDR reporting. Initially, the incident was reported conservatively as, at that time, a relationship between the reported event and the study device could not be ruled out. Nevertheless, after a closer review of this subject´s events and all documentation available from the study, the indication of a fracture during the follow-up activities is no longer applicable. The study investigator confirmed the lack of fracture for this patient. A previous radiology report from 2014 describes a properly fitting prosthesis with no signs of loosening or dislocation. It was determined that this case does not meet the threshold for reporting and the complaint event due to fracture is no longer valid. In regards to the leg length discrepancy reported for local complications, there was also a lack of any x-ray abnormalities reported concerning the study device. Quality of soft tissue in patients can lead to surgeons deciding to adjust the load of the patient post-op, producing leg length discrepancies to achieve an optimal patient´s clinical outcome. As such, smith + nephew concluded that the event was not caused by the use of the s+n device. Internal reference number: (B)(4).